Event description:
A patient was having surgical removal of a bard implantable vascular access device catheter. An x-ray taken prior to removal revealed the silicone cover that lies over the catheter lock, was not intact over the catheter lock and was loose on the catheter, distal to the catheter lock.